Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent vibration issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01-aug-2018 - device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: during the investigation, the vibration issue was unable to be duplicated. The pump powered on with the appropriate auditory and vibratory alerts. The pump¿s vibratory function was found to work properly. The pump was opened, and no evidence of moisture or damage was observed inside to the pump or the vibration motor.